Event description:
The pt reported her original scs ipg pocket site was relocated (date unk) due to site irritation as well as the site becoming more shallow. The issue resolved with the surgical intervention. Reference MFR report: 1627487-2013-18672 for scs ipg explant/ replacement procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.